Event description:
It was reported that during a percutaneous coronary intervention there was marker band movement. The target lesion was located in the proximal left anterior descending (lad) artery. The 3.5x16mm liberte bare metal stent was advanced and inflated in the proximal lad. Upon inflation the physician noted that the position of the marker band on the device was abnormal, it appeared that the marker band moved from the correct position. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention there was marker band movement. The target lesion was located in the proximal left anterior descending (lad) artery. The 3.5x16mm liberte bare metal stent was advanced and inflated in the proximal lad. Upon inflation the physician noted that the position of the marker band on the device was abnormal, it appeared that the marker band moved from the correct position. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer - an examination of the crimped stent found that the proximal stent struts at the proximal edge of the stent were damaged. The distal edge of the stent was pulled slightly away from the proximal edge of the distal markerband. The markerbands were secured on the inner shaft and were not free moving. No other damage was present with this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).